Event description:
The customer reported to the baxter sales representative that after connecting the maxplus clear valve to the stopcock set, the stopcock cracked. The customer set-up the line by connecting the clear maxplus valve to the stopcock for a pt in the neonate intensive care unit (nicu), who initially had a critical sugar level of 10. A bolus (unknown amount) of tpn (total parenteral nutrition) fluids, was administered to the patient and the patient's sugar level increased to 75. The patient was unmonitored for 15 minutes and when the nurse returned after 15 minutes, the patient's blood sugar had dropped to 33. The nurse then discovered the leaking tpn (unknown amount) from the cracked stopcock and replaced the set and re-administered tpn to the patient. Additional information was received on 17 dec 2009 from the central supply director who indicated that the facility is aware that this product is incompatible with any lipid product and that this is very clear in the labeling provided. The director indicated that the facility knows that this incident occurred due to the use of lipids with the product, and was not due to any product malfunction or deficiency. The director further indicated that the patient involved in this incident recovered after just a short time and had no further complications. It was also indicated that the facility feels no further detailed information needs to be provided as this event occurred due to the use of lipids with the product and that they are looking into purchasing of this product that is compatible with lipid products.

Event description:
The customer contacted baxter?s technical service center regarding an alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated one of the supply lines came loose and leaked solution. The hp already removed all of the supplies and started over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).a manufacturing batch record review was performed on the lot involved finding no defects. There is an ongoing CAPA investigation, (B)(4), associated with this report.

Manufacturer narrative:
Evaluation summary:the actual sample involved in the incident was received for evaluation attached to a primed maxplus set. Visual inspection under a microscope showed that the female luer of the stopcock has a crack running the full length of the luer. The stopcock was then iso pressure tested. This confirmed a leak from the male luer and female luer. Closer visual inspection under a microscope also showed a crack in the male luer shaft as well. Therefore, the reported condition was confirmed.